Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the motors have been gradually acting up by the motor brakes not holding and now the motors don't work at all.